Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue and leak were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, mildly calcified distal left anterior descending artery. The 2.25x12 mm xience xpedition stent delivery system balloon would not inflate at all when pressure was applied. It was believed that there might be a leak somewhere in the device. The device was able to be retracted without issue. A new same size xience xpedition was used to complete the procedure. There wsa no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.